Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia eventration procedure, the device has been broken in the surgeon's hands, it opened in two lengthwise. In addition there were difficulties with loading the reload onto the handle and difficulty with navigating the lock and unlock button. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.